Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 587 mg/dl at the time of incident. The customer also reported other blood glucose values such as 221 mg/dl. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was assisted with troubleshooting. Customer reported that the cannula was bent of the infusion set. The insulin pump will not be returned for analysis.